Event description:
Device malfunction: unknown device failure. Time of malfunction: during vessel closure. Symptoms/ae: occlusion. Time of symptoms/ae: during vessel closure. It was reported that a physician in training in the use of the proglide device attempted arteriomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device failed to achieve hemostasis. An unspecified occlusion occurred at the puncture site. Balloon angioplasty was performed to restore blood flow. Hemostasis was achieved using manual compression. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.